Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleges that the patient experienced a heart attack caused by the exposure to the product administered during dialysis treatment.